Event description:
It was reported that a user was unsure whether a breakfast meal announcement had been made and announced the meal as usual despite consuming a larger meal, which led to elevated blood glucose of 301 on the ilet bionic pancreas. Customer care provided support that included a review of meal announcement behavior and patient counseling on proper use of meal size categories. Investigation of this case revealed user error in meal size selection, with device performance consistent with design and no device malfunction identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included the need for user education on correct meal size selection to optimize insulin dosing without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect meal size announcement.